Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted and replaced on an unknown date. There were no adverse consequences to the patient.

Manufacturer narrative:
Final analysis confirmed the reported compliant. The pulse generator exhibited high current drain and this caused the battery to deplete prematurely. The current went back to normal range after a power-on reset. The cause of the high current drain was possibly due to a hardware latch up.